Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line). This occurred during the fourth dwell cycle of peritoneal dialysis (pd) therapy. The technical services representative (tsr) assisted the patient in clearing the alarm. During troubleshooting, it was noted that the home patient disconnected had disconnected from the device without stopping therapy. There was no patient injury or medical intervention in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. The device was not returned; therefore, an evaluation could not be performed. However, disconnecting from the device without pressing stop is a known cause of this alarm. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides instructions for properly opening the transfer set. Users are not instructed to disconnect during therapy unless for an emergency disconnect procedure. A formal labeling review for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.